Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Please refer to mfg. Report # 1723170-2019-01232 for the event pertaining to the navigation system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a posterior spinal fusion procedure. During the procedure, the site had issues with verifying the imaging system trackers with the navigation system. The site was able to reboot the image acquisition system (ias) and that resolved the issue. The task being completed at the time of the event was reported as selecting patient/acquiring scans. The physician reportedly abandoned navigation in favor of fluoroscopy. The physician also had to back out 5 screws upon confirmation imaging scan. The surgical delay time was not known at the time of the report. No further action was required as the issue resolved on the call. There was no impact on patient outcome. No complications were reported/anticipated.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.